Event description:
Technician alleged that the bed had no head, knee or foot hi/low functions.

Manufacturer narrative:
Technician replaced the o-rings and the valve kit then calibrated the sensors the resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.